Event description:
Related manufacturer reference number: 2017865-2022-00907. It was reported that the right atrial lead and the right ventricular lead exhibited noise. Both leads were explanted. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection found full breached insulation degradation adjacent to the connector boot. The cause of the reported event was isolated to the full breached insulation degradation.